Event description:
During a f/u on (B) (6) 2010, the device involved in this MDR report could not be correctly interrogated: the programmer tried to load a patch, loading not complete it was recommended to reinterrogate. On (B) (6) 2010, the device interrogation was still not possible. Also a magnet test was performed and the battery was ok with a magnet frequency of 96 bpm. The rhythm was atrial paced and ventricular sensed. Following the reviewing of the latest f/u data, the proper functioning of the device can't be ensured and on (B) (6) 2010, a recommendation was sent to the physician to evaluate the device replacement.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.